Event description:
A surgeon reported that after a patient had a multifocal intraocular lens (iol) implanted, she had an unexpected refractive outcome which caused her to have blurred distance and near vision. In a follow up additional information was received from a technician who reported that the lens was exchanged three months after initial implantation with a lens of same model but less power.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).